Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a uterine-incision delivery on (B)(6) 2013 and suture was used. The suture broke when sewing the muscle fascia. Another like device was used to complete the procedure with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): a representative sample was returned for evaluation. The sample was visually evaluated. No needle or suture defects were noted.